Manufacturer narrative:
G4: 29jan2020. B4: (B)(6)2020 after numerous attempts to obtain information on the repair of this device with no response, this complaint is being closed. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/04/2019.

Event description:
The customer reported that when measuring ground resistance on the oxygen filling plate during pvt, there is no reading. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.